Manufacturer narrative:
Per tandem's t:slim user guide: "the infusion set must be replaced and rotated every 48-72 hours, or more often if needed."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and throughout the infusion set tubing. Reportedly, the infusion set had been in use for 6 days. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer would remove the air bubbles and resume insulin delivery.